Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Serial number of the affected part to be confirmed. No related capas. Per (B)(4). Rev 08 risk analysis spreadsheet, hazard ID 5.12. Cause - stopcocks: broken, cracked/fractured luer fitting. Effect (harm)- delay in patient treatment, csf leakage and over drainage of csf. Residual risk - medium. The customer confirmed they will return the affected part, and further investigation will be carried out.

Event description:
Nt821731c - defective stopcock with a crack in it. Old system had to be changed out for new, functional system.. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). No lot# information provided. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4) previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The device was misplaced by a previous employee who is no longer with the company. Based upon the information given by the customer, the component states that the stopcock broke. However, the device was not able to be located, and the picture provided has insufficient resolution. It is not possible to determine the failure mode. Failure mode: device not found - unable to determine.

Event description:
Nt821731c - defective stopcock with a crack in it. Old system had to be changed out for new, functional system.. No injuries.